Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, broken tubing.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device: a titan otr pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed no functional abnormalities noted with the pump, cylinder #1, or cylinder #2. The information received indicated broken tubing, but because no functional abnormalities were noted with the returned components, quality cannot confirm the complaint as reported. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.